Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump had an unresponsive act button. The customer¿s blood glucose level was 61 mg/dl at the time of the incident. The customer was attempting to change their basal settings but the pump would not allow them to. Troubleshooting was not completed as the customer declined. The customer also reported getting lows due to basal settings being too high. The insulin pump will be returned for analysis.